Manufacturer narrative:
Investigation summary. Bd had not received any samples or phots for investigation. A total of 50 retained samples were visually inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality- hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
This is report 3 of 3. It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was one (1) sample that was hemolyzed. Sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This is report 3 of 3. It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was one (1) sample that was hemolyzed. Sample was recollected and no adverse impact was reported regarding the patient or user.